Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A diabetes clinical manager called in for the customer to report physical damage to the device and high blood glucose levels. The customer's blood glucose level was 500 mg/dl at the time of event, but was 347 mg/dl at the time of call. The customer stated he had unexplained high blood glucose levels for the past 8 months. The customer's symptom was breaking out in sweat. The customer treats with manual injections. Tubing clamps were shipped to the customer and was advised to call back when they received them to perform the test. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions.